Event description:
The customer reported a set was dropped off with an attached note which stated "cracked". A copy of customer's (B)(4) report states "when the nurse removed the IV tubing, the luer lock broke." A sticker found on the received set states: "change set (B)(6) 2013".

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.